Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating. Users who accessed medications from an alternate pyxis were unable to view previously removed medications for their patients. Additionally, pyxis was not communicating with the cii safe, and controlled substance reloads were recorded as discrepancies the following day, as if they were not replenished after removal. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.